Manufacturer narrative:
While troubleshooting, the service representative was informed the flickering issue occurred with another scope. The customer stated they moved the scope connector on the clv-190 end and the flashing of the images effect ceased however, the flickering image later returned. The customer was advised to verify the rear maj-1933 and maj-1941 cables are securely in place with no defects. The customer informed the service representative there is no maj-1430 connection in the front of the cv-190 front socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus when connecting their evis exera iii video system center image is flickering intermittently during an unspecified diagnostic procedure with no error codes displayed. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a connection failure that occurred in the scope connector of the clv-190. Olympus will continue to monitor field performance for this device.